Event description:
It was reported that the patient with the pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. There was no noise noted on the stored episodes. Technical services (ts) recommended to consider in-office thorough lead evaluation including isometrics and serial impedances if the impedance in bipolar was within normal limits. It was suspected that there could be lead issue or electromagnetic interference (emi). Ts also stated to consider reprogramming to bipolar or split configuration depending on findings with interrogation. This rv lead currently remains in service. No adverse patient effects were reported.